Manufacturer narrative:
Rwmic is submitting this report on behalf of richard wolf (B)(4) . Richard wolf medical instruments corporation is the importer of this device. Rwmic considers this MDR/complaint open. Rwmic will submit a follow-up report after the device evaluation has been completed and/or new information becomes available.

Event description:
On march 10, it was reported to richard wolf medical instruments (mic) that "the suction is not strong enough. (B)(6) (sales rep) literally has to personally push the "black suction button on the unit" 40 times per case. (B)(6) also explained there is a patient safety issue with this. If a nurse or someone pushes the black suction button and the doctor is unaware, it can lead to injury to the patient." Will the device be returned? Yes. Was the device being used on a patient when the reporting issue occurred? Yes was there any injury or illness to the patient due to the reported issue? No. Was there any injury or illness to any other personnel due to the reported issue? No . Did the issue cause a delay in the procedure being performed? Yes. Did the delay put the patient at risk? No. Was there a similar back-up device available for use? Yes. Was the scheduled procedure completed? Yes.

Event description:
Narrative provided by the materials manager at the user facility when we reached out for additional data on patient information: doctor had put the blunt instrument down one of the trocars and as he was putting the wolf blunt instrument down the trocar, which is a disposable trocar, the black coating on the instrument began flaking off into the patient's abdomen. The surgeon was able to retrieve most of the instrument's coating. He rinsed this out and suctioned. All of our instruments are sterilized per wolf's sterilization IFU's that came with the instruments. They are all sterilized in the same container and we have not had the other instruments do this as of yet. The doctor does not want to use the other ones due to the problems he has had with these recently. Will the device be returned? Yes. Was the device being used on a patient when the issue occurred? Yes. Was there any injury or illness to patient due to the reported issue? No. Was there any injury or illness to any other personnel due to the reported issue? No. Did the issue cause a delay in the procedure being performed? Yes. Did the delay put the patient at risk? Yes. Was there a similar back-up device available for use? No. Was the scheduled procedure completed? Yes.

Manufacturer narrative:
Rwmic is submitting this report on behalf of richard wolf gmbh. Richard wolf medical instruments corporation is the importer of this device. New information added to a1, a2, a3, h10 the purpose of this report is to add the patient information to the MDR. Rwmic considers this MDR/complaint open. Rwmic will submit a follow up report after the device evaluation has been completed and/or new information becomes available.